Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for pain management, in the continuous+bolus mode, to deliver fentanyl 5mcg and bupivacaine 0.0625%, at a rate of 5ml/hr, a 1ml bolus dose, a 30 minute pt lockout, a 2 bolus/hr limit, and a 250ml container size. The delivery was via an epidural route. On (B)(6) 2010 at an unspecified time, the therapy was discontinued. At that time, the nurse expected the container to be empty; however, the volume remaining in the container was 35ml. The device was removed from clinical service. Therapy was changed to an unspecified peripheral pca for pain management as planned. The nurse reported during a review of the analgesic record, it was noted that the device had initially delivered less than intended on (B)(6) 2010. The report indicated when the container was expected to be empty; the volume remaining in the container was recorded as 30.3ml. The customer contact stated there was no change in the pt status and no reported delay in therapy critical to this pt. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a f/u report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.